Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The rtos and backplane were replaced. The hard drive and cine drive were replaced. The cine bridge board was replaced. The fibre channel cable and cine drive cable were replaced. The system software and calibration files were re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported black static images on the 9900 system. No pt injury was reported.